Manufacturer narrative:
Testing and investigation found that at the device powered up with a whitescreen and displayed "device malfunction: hw watchdog error." The device sounded an audible alarm from the secondary beeper. The probable cause was due to ta depleted snaphat battery that supported ram chip u2 on the user interface controller 1 (uic1) board. Due to the depleted battery, the ram data was corrupted and resulted in a whitescreen error. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical department with a report of whitescreen with text on screen. No additional information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device displayed a whitescreen error. No additional information was provided.